Event description:
Customer called to report a leak at the baths of the coulter ac.t diff2 analyzer. The field service engineer (fse) inspected the instrument and confirmed that the baths were overflowing. The fse replaced the waste filter of the baths' waste tubing, which resolved the overflow issue. The repairs were verified per established procedures. The root cause of the leak is attributed the waste tubing of the baths. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).